Manufacturer narrative:
Evaluated four open or used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had air bubbles. The customer¿s blood glucose was 267 mg/dl. The customer was assisted with troubleshooting. The customer stated that the size of air bubbles was bigger than champagne. The scratches customer stated that the location of bubbles was reservoir and infusion set tubing. The device will not be returned for analysis.